Manufacturer narrative:
Concomitant medical products: 6721s-50 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported both leads displayed high threshold. It was also reported the defibrillation lead failed to convert the induced ventricular fibrillation (vf) into a normal sinus rhythm. It was noted the defibrillation patch on the lead was ¿crinkled.¿ the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.